Manufacturer narrative:
H3 other text : device has been not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged chronic cough. There was no report of serious or permanent patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted.